Event description:
It was reported that the patient presented to the clinic with dyspnea and arrythmia. Interrogation of the pacemaker noted that the right ventricular (rv) lead's capture threshold had risen, and the rv lead had failed to capture. The r-wave sensing measurements had also been varying. X-ray performed confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient had no adverse consequences.